Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a path and sample resection was applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the invasive steps in the brain. The craniotomy was at the correct location and did not need to be changed. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong of ca. 30-60min. The outcome of the surgery was successful as intended. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the path and biopsy location in the actual brain anatomy by ca. 18mm is a not sufficiently adequate point acquisition by the user to register the patient to navigation: the registration points were not sufficiently distributed on unique bony areas on the patient's face, e.g. Not enough points acquired on both sides of the patient's face and nose as required and guided by the navigation, further points were acquired outside the scanned surface. This caused the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. Apparently the resulting deviation of the navigation display was not detected by the user before applying the dissection path and biopsy resection, with the necessary continued user verification of navigation accuracy after registration, draping and throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for biopsy and removal of a metastatic adenocarcinoma ca. 2cm deep in the brain with a diameter of ca. 2cm, has been performed with the aid of the brainlab cranial navigation sw 3.1. A pre-operative MRI t1 scan was acquired a day before the surgery, to use for navigation. During the procedure the surgeon: positioned the patient in a prone orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points - using the softouch - on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation at area of intended craniotomy and anatomical landmarks, determined the result good and accepted the registration to proceed. Draped the patient, exchanged the unsterile array to a sterile array, and performed the posterior fossa craniotomy of ca.4x4cm. Used the navigated pointer to determine the dissection path to the planned target volume, and took a biopsy sample. When pathology results came back as normal brain tissue, re-checked navigation accuracy at anatomical landmarks and determined that the instrument display deviated by ca. 18mm inferior to the anatomical location, and determined that the dissection path and biopsy had correspondingly deviated from the intended location. Decided to abandon the use of navigation, found the lesion visually, took another biopsy sample and resected the tumor. With the biopsy result being confirmed by pathology as the expected abnormal tissue, completed the resection and surgery successfully and closed the patient. A post-op MRI confirmed that the tumor was fully resected as intended. According to the surgeon: there was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the invasive steps in the brain. The craniotomy was at the correct location and did not need to be changed. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong of ca. 30-60min. The outcome of the surgery was successful as intended. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either.